Manufacturer narrative:
Supplemental medical device report (smdr) # 04 is being filed to notify that smdr # 02 and smdr #03 were confirmed to be duplicate submissions. Smdr # 03 was submitted in error. (B)(4).

Event description:
A nurse reported that during a cataract surgery the vacuum performing was poor. The surgeries continued with a consumables replacement. The patient was not affected. Additional information received by a company representative indicates that the customer did not change the consumable cassette for the next operations, as the procedure recommends (single use product). Additional information was received which indicated that the event was noticed during the phacoemulsification step of the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that vacuum was poor during a cataract procedure. The consumable was replaced. The patient was not affected. Additional information received by a company representative indicating that the customer did not change the consumable cassette for the next operations, as the procedure recommends (single use product).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the event was noticed during the phacoemulsification step of the procedure.

Event description:
Additional information was received which indicated that the event was noticed during the phacoemulsification step of the procedure.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).